Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: nov 30, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: a piece of the complaint lens was received in the original simplicity handpiece. The original folding carton was also received. A piece of detached haptic from the complaint lens was received overridden and stuck in the cartridge of the simplicity handpiece. The handpiece was disassembled and no defects or assembly issues were observed. A damaged plunger rod tip was observed which implies excessive force was used during deployment. The haptic detached issue was confirmed, however this can be attributed to using an inadequate amount of ophthalmic viscoelastic device (ovd) during loading and insertion (implied by very trace amount of viscoelastic residue in the cartridge) which can contribute to deployment issues and therefore cannot be confirmed to be related to manufacturing and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable as the lens remains implanted. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing records for the device were reviewed and no non-conformance report (nc) was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported event cannot be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of an intraocular lens (iol) got stuck under the push bar and ripped the haptic as it was being pulled out of the injector. The doctor had to go inside the eye and amputate the distal end of the stuck haptic from the injector. The edge was smooth and therefore the decision was made to continue implanting the iol in the bag and the lens was left in the right eye of the patient without a haptic. It was indicated that after insertion, they could not get the injector out, because the haptic was under the push bar. The surgery tech thinks that at the time of manufacturing when the lenses are loaded, the back haptic trails back. The lens with only one haptic remains implanted as of to date and no secondary surgical procedure has been performed. No further information was provided.